Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pulmonary embolism after implant procedure of the leadless implantable pulse generator (ipg). It was noted that during the implant procedure, the operator encountered difficulties while introducing the delivery system due to the patient vein condition and it was only possible under strong pressure. Finally the leadless ipg was never implanted and was replaced. No further patient complications have been reported as a result of this event.